Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Device evaluated by MFR: fg nc emerge mr, us 2.00mm x 30mm, was returned for analysis. A visual, tactile and microscopic examination was performed. An examination of the distal extrusion identified a jagged tear stretching from the tip of the device and extending to the guidewire exit port. This tear was present in the inner/wire lumen and outer lumen. The inner/wire lumen was stretched and detached 18.3cm from the guidewire exit port with the distal part of the extrusion (the section where the markerbands would be bonded) was not returned for analysis. There was no actual damage to the tip section of the device. The same jagged tear that stretched from the guidewire exit port to the tip, existed along the main body of the balloon. Further analysis identified multiple kinks along the hypotube.

Event description:
It was reported that tip detachment occurred. A 2.00mm x 30mm nc emerge balloon catheter was selected for use. However, during advancing, the distal end of the balloon detached inside the sheath. The balloon and the sheath were fully removed. A new emerge balloon catheter was used, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.

Event description:
It was reported that tip detachment occurred. A 2.00mm x 30mm nc emerge balloon catheter was selected for use. However, during advancing, the distal end of the balloon detached inside the sheath. The balloon and the sheath were fully removed. A new emerge balloon catheter was used, and the procedure was completed successfully. No patient complications were reported.